Event description:
It was reported that the patient had no stimulation sensation and the device had been off for years because it was ¿more bothersome when on than the actual pain itself.¿ the patient stated that when on, pain traveled down her legs. The patient reported never having therapeutic effect. It was later reported that the physician had indicated that the battery was not functioning. The reporter stated that an MRI was wanted and an explant was being considered. The reason for the MRI was unknown. Additional information received reported that the patient was thinking of having her spinal cord stimulator (scs) removed. The patient stated that she just did not care for it. The patient stated that the ¿buzzing¿ was more annoying than the pain. The patient stated that it no longer met the needs that she had. It was unclear whether the patient wanted the entire system removed or just the battery. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3487, lot# j0424981v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0417867v, implanted: (B)(6) 2004, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).